Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The target lesion was 99% stenosed and located in the lad. The delivery system failed to cross the lesion. When the delivery system was removed, it was noted that the stent was "lifted". Another of the same device was used to complete the procedure. There were no reported pt complications and the pt's status was reported as "good".

Manufacturer narrative:
.